Event description:
It was reported by the customer that a pyxis medstation es system drawer had issues with opening and closing, likely due to a faulty rail the customer noted that this defective rail was hindering their ability to access the drawer while dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the problem originated from drawer auxiliary 5.2, which was sticking during the opening and closing process a field service engineer replaced the drawer to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.